Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced local infection at the puncture site and the area was very red, and she had a fever, 38.2 º c. Emergency doctor was called and patient was prescribed augmentine 850 mg 1-1-1 for 5 days. The area became less reddened and less painful. No further information available.